Event description:
Carefusion received a (B)(6) report from (B)(6) that stated, "faulty bag initially used and following reported incident several devices were found to be faulty. Details of injury (to patient, carer or healthcare professional): it took a few minutes to find a functioning bag; the patient recovered well. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) devices removed from service. Nb: it was reported that the devices did not have an expiry date."  Additionally, the call documentation from the referenced (B)(6) complaint states, "the o2 inlet port was misshapen and it was not possible to administer oxygen to the patient.  This was the case for a number of the bag inspected on the ward. Arrangements have been made to collect the products in question."

Manufacturer narrative:
(B)(4). Evaluation summary: six return samples were received by carefusion for additional evaluation. A visual inspection of the returned units by the director of research, development, and engineering for respiratory consumables indicates the root cause is consistent with a known performance limitation from styrene-butadiene-copolymer (sbc) resins. Given the age of the devices and the contact between flexible pvc and the housing, the material absorbed plasticizer and deformed. A limitation of performance for k-resin sbc indicates plasticizers used in pvc tubing can migrate into k-resin sbc parts in which they are in direct contact, causing a wide range of effects from stress whitening, to swelling, to complete dissolution of the part. This product has been obsolete and production lots have not been manufactured since 2007. Carefusion has completed a health hazard evaluation and it was concluded that the risk level associated with this defect is as low as reasonably practicable. As the product is no longer being manufactured, no additional corrective actions will be taken.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.